Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had system reset error. There was no report of patient injury.

Manufacturer narrative:
The fe plugged the unit into an uninterruptible power supply and the failure did not recur. The resolution is unknown.